Event description:
It was reported approx four to five months ago, the pt started falling frequently. Following a fall, the pt complained of intermittent stimulation sensation. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.